Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that the device had been filled with 300ml of unspecified solution and the flow rate was set to 5ml/hr; however, after 24 hours there was no change in the volume of fluid in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed by removing the luer cap from the device¿s distal luer. After the luer cap was removed, normal flow was observed from the device. The flow continued without stopping until the device was completely empty, and the flowrate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.